Event description:
It was reported that approximately 1 hour into a da vinci prostatectomy procedure, the jaw of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade (left grip) to be missing. The blade fractured at the cross section of the cable crimp with the fracture plane nearly straight. The intact blade does not exhibit damage at tip.